Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death is unknown. It is unknown if the customer was wearing the pump at the time of the event. Multiple follow up attempts were made to retrieve the pump or request a pump upload. However, no additional information was received.